Event description:
It was reported this balloon ruptured following a successful iliac angioplasty of a calcified lesion. During withdrawal of the balloon catheter, resistance was encountered. The balloon material subsequently detached and migrated down the patient's leg. Retrieval of the detached balloon material, utilizing a gooseneck snare, was uneventful. The pt's condition is good. The device is currently being evaluated by this MFR. A supplement will be forwarded upon the completion of the engineering eval. It was indicated resistance was encountered during balloon withdrawal resulting in detachment of the balloon material which may have contributed to this event. However, without evaluating the device, co is unable to determine the exact cause for this event at this time. Directions for use state: "if loss of pressure within the balloon occurs during inflation or if balloon ruptures during dilatation, immediately disconinue the procedure. Deflate the balloon. Do not reinflate and remove carefully... If resistance is encountered, due to balloon rupture or for any other reason, when removing either a catheter through an introducer sheath or a guidewire through a catheter, stop and remove products as a complete unit to prevent damage to the guidewire, catheter, introducer sheath or vessel."